Event description:
Lap cholecystektromie - "the transport of the first clip was ok, but it wasn't able to close this clip for a complete ligation. Afterwards the jaw's don't pull back into the '0' position and the 'reload' of another clip was not possible. This following clip jumped out besides the half-opened jaw's."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.